Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Root cause for the events could not be determined; however, inappropriate pre-analytical sample processing could not be ruled out as a contributing factor. The investigation was able to rule out a reagent or analyzer malfunction.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Patient sample 1 result: 0.065 ng/ml vs expected <0.012 ng/ml. Patient sample 2 result: 0.072 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside of the laboratory and there was no allegation of harm as a result of this event. (B)(4).